Manufacturer narrative:
Device responded to button presses. No unresponsive button noted during testing. During visual inspection, found the keypad connector on electrical board 1 was properly locked. No damage to the keypad assembly noted. Device passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump was beeping periodically. Customer states they were unsure if they pressed a button down for 3 minutes or longer. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.